Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction. G3: date received by mfg - correction. H2: correction. Please disregard the selection of the MDR regulatory awareness date and date received by mfg on MFR (3004753838-2025-014874), as this was reported in error. The correct MDR regulatory awareness date and date received by mfg should have been 12-22-2024.